Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that while in use on a patient, "pump shut off after unplugging to move patient from or to ICU. Once they arrived at the ICU, plugged the iabp back in and powered it up". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). The reported complaint of "pump shut off after unplugging" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. The field service agent serviced the pump and could not replicate the issue. The pump passed functional checkout. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging , maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported that while in use on a patient, "pump shut off after unplugging to move patient from or to ICU. Once they arrived at the ICU, plugged the iabp back in and powered it up." No patient harm or injury. The patient status is reported as "fine."